Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-02769. On or about (B)(6) 2005, plaintiff was implanted with an ams monarc pelvic mesh product, with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that "after, and as a result of the implantation, plaintiff suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, hardening, and other injuries. On or about (B)(6) 2007, plaintiff required additional surgery due to the failure of the pelvic mesh products." It was also alleged "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury. Plaintiff was injured in her health, strength and activity, sustaining injury to her person."